Manufacturer narrative:
Device passed displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. Did not notice the lcd screen turning pale at any time. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer stated that clip at the back fell off, the contacts on the battery cap also came off and the screen turns really pale. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.